Manufacturer narrative:
H6, medical device problem code were updated. H3, h6: the reported device was received for evaluation. A visual inspection was performed on the product and no deficiencies were observed. A functional evaluation was performed on the returned device and drive engine was stalled. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the failure include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the mdu started to heat up even though the surgeon was no longer using it. It was resting on the instrument table behind his back and began to heat up, causing smoke to be released and piercing the operating field. There were no consequences for the patient. The procedure was successfully completed with a surgical delay from 30 to 60 minutes using a smith and nephew back up device. No further complications were reported.